Event description:
It was reported that during the implant procedure, the pulse generator exhibited a diagnostics anomaly. The device was implanted. No patient symptoms were reported. The device was explanted and upgraded on (B)(6) 2015.

Manufacturer narrative:
"UDI (di) (B)(4).